Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after breakfast followed by a walk, with a blood glucose value of 60 mg/dl, and was advised not to announce a meal while low. Symptoms included hypoglycemia without reported neuroglycopenic or severe features, and the user felt well. Outcomes included self-treatment with 15 grams of carbohydrates and no need for emergency care. Investigation included telephone troubleshooting and education on hypoglycemia management and meal announcement guidance. Investigation of this case revealed no device malfunction was identified and the event was consistent with activity-related hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.